Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an "err 121" error was displayed on the receiver. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver boot test was performed and failed. The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed due to the occurrence of a "call tech support" error. A probable cause could not be determined.